Event description:
Heel warmers began leaking fluid onto the patient's leg when the user attempted to activate the heating mechanism by squeezing the device. No injury to patient.this event occurred a second time on another unit, when a nurse noticed that the heel warmers were leaking fluid, no patient involved in the second incident. The product has been pulled from all of the units that carry the device.